Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On the morning of (B)(6) 2012, the reporter contacted animas stating that the patient experienced a blood glucose (bg) value of 312mg/dl with vomiting and was hospitalized. The patient reportedly had mild ketones. There was reportedly no indication as to how the patient was treated. It was indicated that the patient may be having a growth spurt. There were reportedly no changes in medications, diet or activities. Customer support (cs) reviewed the pump with the reporter and there were no programming/settings issues noted with the pump. There were no site/set or cartridge issues noted. Cs advised the reporter to contact the hcp for assistance with the programming/settings on the pump. It was noted that the patient's current bg was reported to be in the 200mg/dl range and the reporter denied to continue troubleshooting the pump. The pump is not being returned and the patient is currently on the pump. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event while using insulin pump therapy. It is not clear as to whether or not the pump contributed to the reported bg excursion.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. The daily insulin totals were found to correctly reflect the users programmed basal rate showing the pump was delivering accurately up until the last date used by the patient. The black box and alarm history show no errors or alarms related to the complaint. No basal interruptions were observed in the black box. A 10 u audio and normal bolus were both performed successfully.